Event description:
It was reported that the right atrial (ra) lead was removed due to medical judgement. The ra lead was returned to the manufacturer, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned and analyzed. The inner insulation was breached with metal ion oxidation. The proximal conductor was kinked/buckled, pulled/stretched/overstressed. The distal and proximal conductors were covered in blood (not obstructed). The distal electrode was covered with blood. The helix fixation was over retracted, the outer insulation was breach cut, melted and torn along with environmental stress cracking. There was cosmetic environmental stress cracking on the outer insulation and the outer insulation had cosmetic metal ion oxidation. Concomitant products: 4024 implantable pacing lead (B)(6) 1995. (B)(4).